Event description:
Caller reported inform system blood glucose results of 60 mg/dl and 438 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.